Event description:
It was reported that during central processing, the jaws of the maryland bipolar forceps instrument was noted to be broken. There was no patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of broken conductor wire is attributed to a component failure. In addition, the instrument was found to have a broken bipolar yaw pulley. A broken piece is missing as a result of breakage at the opposite side where the conductor wire broke. The size of missing piece is approximately 0.20¿ x 0.08¿. This failure is attributed to excess force applied to the distal end of the instrument. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.